Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the event could not be determined. It is likely, however, the damage was caused by external stress or handling of the device. The instructions for use (IFU) instructs the users of the following: inspection of the endoscope: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The distal sheath was cut and leaking. In addition, the device evaluation found peeling glue on the forceps cover, the switch button 1 was cut and there was a dent on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the exis exera ii ultrasound gastrovideoscope failed a leak test during reprocessing. Upon inspection of the returned device, the glue on the forceps cover was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation